Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a bulkhead connector was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by manufacturer for evaluation. The returned connector was found to be in good condition with no physical damage and the connector passed continuity test. No problem found.

Event description:
A medtronic representative reported that during spinal fusion procedure the imaging system and navigation system were not communicating during a post-operative scan. Representative reported that the navigation was not needed for screw placement confirmation. During troubleshooting, representative bypassed the bulkhead connector on the navigation system and plugged directly into navigation system computer and the communication was restored. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.